Event description:
It was reported that balloon rupture occurred. The target lesion was located in an iliac vessel. Following deployment of a non-bsc stent, an 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Lot number: updated batch/lot number from no information to 0021415114.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an iliac vessel. Following deployment of a non-bsc stent, an 8.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.